Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported via medwatch mw5119218: patient had a revision earlier last month due to unknown reason. Stryker cup removed and converted to stryker mdm. It is unknown if there was any surgical delay.